Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. A device firmware upgrade was attempted and the pulse generator exhibited backup vvi operation. A device software download was performed successfully. Another attempt for firmware upgrade was not performed. The patient would continued to be followed normally.